Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was undergoing the removal of corail pinnacle system (size 11 stem, 58mm shell w three screws and 36mm delta ceramic on ceramic.) The acetabulum was prepared and trident psl 62mm cluster shell (no screws) and 36mm 0 degree x3 liner was implanted. The femur was prepared for 155mm length, 14mm diameter conical stem, both on power and by hand, to level of a +0mm body. A tight fit was achieved with reamer. The surgeon impacted definitive 155mm length, 14mm diameter conical stem and implant sunk to below +0mm body, then beyond +30mm body. The surgeon removed definitive 155mm length, 14mm diameter conical stem and prepared for definitive 155mm length, 15mm diameter conical stem, again by both power and hand. A tight fit was achieved with reamer. Surgeon had difficulty removing 15mm conical reamer and claimed junction of reamer shaft handle and fluted shaft was bent, preventing him from removing reamer. T-handle (6278-9-090, from 62788900-t) was attached to 15mm conical reamer (6278-8-215, from 62789910-t), which was also difficult to detach from the 15mm reamer. The 15mm conical reamer was finally removed after a significant delay and effort to remove. Impacted definitive 155mm length, 15mm diameter conical stem and implant sunk to below +0mm body, then beyond +30mm body. X-ray was brought into theatre and patient was x-rayed on table, with definitive 155mm length, 15mm diameter left in situ. No fractures were present in x-ray. The definitive 155mm length, 15mm diameter was then removed and a primary corail high offset size 13 stem was prepared for and implanted.

Manufacturer narrative:
An event regarding a disassembly issue involving a restoration modular reamer was reported. The event was not confirmed. Method & results: -device evaluation and results: the devices were not returned for analysis. -medical records received and evaluation: not performed, no adverse consequences to the patient were reported and no medical records were received for review with a clinical consultant. -device history review: not performed as the lot ID is unknown. -complaint history review: not performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device are needed to complete the investigation. No further investigation is required. If further information and/or device become available, this investigation will be re-opened.

Event description:
It was reported that the patient was undergoing the removal of corail pinnacle system (size 11 stem, 58mm shell w three screws and 36mm delta ceramic on ceramic.) The acetabulum was prepared and trident psl 62mm cluster shell (no screws) and 36mm 0 degree x3 liner was implanted. The femur was prepared for 155mm length, 14mm diameter conical stem, both on power and by hand, to level of a +0mm body. A tight fit was achieved with reamer. The surgeon impacted definitive 155mm length, 14mm diameter conical stem and implant sunk to below +0mm body, then beyond +30mm body. The surgeon removed definitive 155mm length, 14mm diameter conical stem and prepared for definitive 155mm length, 15mm diameter conical stem, again by both power and hand. A tight fit was achieved with reamer. Surgeon had difficulty removing 15mm conical reamer and claimed junction of reamer shaft handle and fluted shaft was bent, preventing him from removing reamer. T-handle ((B)(4)) was attached to 15mm conical reamer ((B)(4)), which was also difficult to detach from the 15mm reamer. The 15mm conical reamer was finally removed after a significant delay and effort to remove. Impacted definitive 155mm length, 15mm diameter conical stem and implant sunk to below +0mm body, then beyond +30mm body. X-ray was brought into theatre and patient was x-rayed on table, with definitive 155mm length, 15mm diameter left in situ. No fractures were present in x-ray. The definitive 155mm length, 15mm diameter was then removed and a primary corail high offset size 13 stem was prepared for and implanted.